Event description:
It was reported that this pacemaker's safety mode was triggered. Technical services (ts) explained the safety mode parameters and provided resolution. The patient and their family decided to hold off on replacement due to the patient's state of health. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker's safety mode was triggered. Technical services (ts) explained the safety mode parameters and provided resolution. The patient and their family decided to hold off on replacement due to the patient's state of health. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.